Event description:
Patient reported hospitalized 1 day and released (B)(6) 2025 due to port bleeding. The hospital placed a PICC line and wants to infuse via PICC. Unknown if md aware. No other information provided. Indication-common variable immunodeficiency, unspecified.